Manufacturer narrative:
The t:slim x2 user guide states, ¿before taking a blood glucose measurement for calibration, wash your hands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 323 mg/dl, and the meter bg reading was 191 mg/dl. Reportedly, the customer's hands were not washed prior to testing bg levels for calibrations. No additional patient or event information was available. Reportedly, the customer performed multiple calibrations and changed the sensor, and the reported issue resolved.